Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted in the right eye of a (B)(6) male patient. The iol, initially placed at 95 degrees, was measured at six-month visit at 84 degrees. Reportedly, neither the surgeon or the patient had any complaints at the six-month visit. The lens remained implanted and the bcdva (best corrected distance visual acuity) was 20/25. No further information was provided.